Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was having a procedure. During the procedure, right ventricular (rv) noise, oversensing, and pacing inhibition with pauses greater than two seconds were noted. There had been a magnet applied to the device to inhibit tachycardia therapy during the procedure. All the rv lead measurements were good and the presenting electrogram (egm) showed the device was operating as programmed. No adverse patient effects were reported. The device remains in service.